Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and insulin was squirting out during the manual prime process. The customer blood glucose level was unknown. The drive support cap was cracked. The device will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support disk. Device passed the displacement test. Compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify prime/fill anomaly and perform occlusion test, prime test and excessive no delivery test due to compromised forced sensor system alarm during basic occlusion test.